Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage and blank display from the insulin pump. The customer's blood glucose reading was 113 mg/dl. The pump had the pump on and got into the water. The customer stated that a constant tone occurred. The customer stated that there is a blank display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.